Manufacturer narrative:
The insulin pump was received with a noisy motor noted during our testing; the problem was isolated to the motor. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No rewind anomaly noted during testing. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced rewind anomaly. Customer's blood glucose value was unknown. The customer stated that the pump made a squeaking and humming noise. During troubleshoot; customer confirmed that the pump made a grinding noise. The insulin pump will be returned for analysis.